Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of hemolysis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The additional therapy/non-surgical treatment and hospitalization were related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The reported patient effects of mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The second clip (B)(4) implanted referenced in b5 was filed under medwatch report number (B)(4).

Event description:
Subsequent to the final report filed, additional information received indicating that a second procedure was performed on (B)(6) 2019 to treat increased mr grade of 3-4. One clip (B)(4) was implanted reducing mr to 1-2. No additional information was provided. On (B)(6) 2019, a transthoracic echocardiography (tte) was performed, mr was noted to have increased. A suspected single leaflet device attachment (slda) of the second clip (B)(4) was thought to have occurred. On (B)(6) 2019, transesophageal echocardiography (tee) was performed and it was confirmed that an slda did not occur and there was no clip movement. The clips remained stable, but mr had increased. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report post mitraclip procedure, the patient developed hemolytic anemia. It was reported that the mitraclip procedure was performed on (B)(6) 2019 to treat mixed mitral regurgitation (mr) with grade of 4 one clip was implanted, reducing mr to 2-3. The procedure was completed without issue. On (B)(6) 2019, the patient was re-hospitalized due to hemolytic anemia. Per the physician's opinion, the hemolytic anemia and mitraclip were related. The clips remained stable on the leaflets. The patient was treated with blood infusion, the patient was discharged from the hospital in stable condition. No additional information was provided.